Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion (B)(4). (B)(4). Conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that after cardiopulmonary bypass, prior to cleaning the device, the cable within the hercules 360 arm was found to be damaged. Upon further investigation, it was found that the cable was broken at the location of the third segment of the arm. There was no patient or surgical effect as this occurred after completion of the procedure.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on (B)(4) 2015. The sample was not returned for evaluation; therefore, the complaint was not confirmed. A review of the device history records revealed no manufacturing anomalies. Past reports with similar event descriptions were reviewed and the failure described for this event is likely related to damage caused to the lock plate integrity during re-processing of the device. This means sterilizing the device while it is in a locked state. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.